Event description:
PICC's (peripherally inserted central catheters) are very common medical devices inserted into an individuals vasculature to administer caustic intervenous drugs. The tip of the catheter lies at the entrance to ones heart. Our hospitals' PICC manufacturer has been informed of a serious safety issue, 4 yes ago, and has refused to make a change. PICC lines often inadvertently move from their original sites creating a multitude of problems leading to blood clots, infection, and prolonged hospitalization. A simple label added to PICC kits and applied to the catheter at time of insertion would provide for safe follow-up of these catheters that are often in place for weeks or months.